Event description:
It was reported by the rep the device was used during a low anterior resection procedure. It was reported the force to fire was so high that the surgeon could not even get firing knob to start with two hands. A second device was opened to complete the case. There was no consequence to the pt.